Manufacturer narrative:
The chair was evalauted by an authorized technician and was confirmed the hand grips were loose and sliding off of the handle. An oily residue was initially found by the customer on the handles which was allowing the handles to slide off. It is unknown how the oily residue got under the handle grips, but it was noted the customer has an unauthorized service technician complete repairs and/or preventative maintenance on their ferno products. The handles were cleaned and new grips were replaced. The chair was returned to service. The IFU provides a listing of all available authorized equipment service providers.

Event description:
The complaintant alleged while transporting a patient on the chair, the rubber grip on one of the handles of the chair slid off in the medic's hand. The chair tipped to the side and the patient allegedly sustained a scratch to the forearm. No medical intervention was sought as a result.

Event description:
The complainant alleged while transporting a patient on the chair, the rubber grip on one of the handles of the chair slid off in the medic's hand. The chair tipped to the side and the patient allegedly sustained a scratch to the forearm. No medical intervention was sought as a result.